Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's right arm (ra) lead was not working. There was no reported pt involvement and/or impact.